Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic showing low, high voltage lead impedance and noise on the rv lead. It was noted that the patient received near inappropriate shock due to lead noise. Patient was stable before, during and after the event. No further information.